Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation there were marks/scratches on the iol optic. The lens was explanted and exchanged within the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. In rare circumstances, delamination of the coating inside the nozzle can occur as the lens passes through the nozzle and as injection is achieved the material is introduced into the eye alongside the lens. Delamination is usually on the iol posterior surface. Typically, it replicates the appearance of a crease, scratch, or crack in the lens. It is usually detected immediately after the lens is implanted and has no impact to patient visual acuity. It commonly disappears during the post-operative period too. It is also possible to consider residual dried ovd, misidentifying creases in the posterior capsule which our lenses can cause due to high radial force exerted on the bag during implantation or physical damage that has occurred during injection (most commonly due to becoming trapped). The rayner hydrophilic acrylic iol use risk matrix identifies the following as possible causes of "physical damage to lens": sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk matrix identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv toric rao210t batch 103226794 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 18th june 2026, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone emv toric rao210t. The event description prvided states that immediately following implantation into the eye a mark/scratch on the lens optic was identified necessitating lens explantation and exchange.